Event description:
It was reported that a novum iq large volume pump under infused potassium phosphate during delivery "running through 112 tubing into manifold into a port" in the pediatric intensive care unit (picu) department. The infusion finished 30 minutes early. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6, h11. Correction: g2. H11: a service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The event history log was reviewed, and the drug potassium phosphate was selected on the event date at a rate of 37.5 ml/hour with a volume to be infused of 150ml. The device encountered one downstream occlusion and one air in line alarm during this infusion. The device was not placed in standby mode on or around this date. No motor stall alerts were found. A secondary infusion was not programmed in association with the reported infusion. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.